Event description:
Sales rep reported that five anchors snapped during insertion. The broken pieces were either drilled out or retrieved from the pt with graspers causing a delay of 40-minutes. After the fifth ab, the surgeon switched to metal anchors to complete the case. The sales rep. Was in the surgery and stated that the surgeon did use them correctly. No pt injury resulted.

Manufacturer narrative:
Device has not been returned for evaluation therefore, no determination could be made for the reported device failure.